Event description:
Drive medical received notice from a provider regarding an incident involving a rollator, a device imported and distributed by drive medical. The enduser was sitting in rollator when the leg bent, causing her to fall backwards and hit her head. Enduser was allegedly leaning back and to the side when the rollator leg bent. This report is based on information provided by the provider and enduser.